Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter, and no issues were observed. The meter powered on with button depression and with strip insertion. The meter did not power off after the strip was inserted. No malfunction or product deficiency was identified. Extended investigation has also been performed. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.

Event description:
Customer reported she was unable to monitor her blood glucose levels due to her adc blood glucose meter turning on and then powering off after test strip insertion. Customer self-presented to a hospital to have her glucose checked, and a reading of 64 mg/dl was obtained on the hospital device. Customer was diagnosed with hypoglycemia and "heart problems" and treated with "2 glucose pills" and peanut butter and crackers. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the freestyle lite meter and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to monitor her blood glucose levels due to her adc blood glucose meter turning on and then powering off after test strip insertion. Customer self-presented to a hospital to have her glucose checked, and a reading of 64 mg/dl was obtained on the hospital device. Customer was diagnosed with hypoglycemia and "heart problems" and treated with "2 glucose pills" and peanut butter and crackers. There was no report of death or permanent injury associated with this event.